Event description:
On (B)(6) 2010, the patient was implanted with an scs trial system. In the middle of the trial period, the patient was contacted, and reported good stimulation coverage. On (B)(6) 2010, it was reported that the trial lead was explanted and discarded by the physician. After removal of the trial lead, the patient lost bowel function and lost the feeling in both legs. As of (B)(6) 2010, it was reported that the patient was still hospitalized, has regained bowel function, has more feeling in her legs, and can walk with the aid of an appliance.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.